Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A visual inspection reveals the device was returned outside of original packaging. The anchor was attached to the device and was fractured along one side. The sliding ring had not been actuated to release the suture. No physical damage visible to the shaft or the handle of the handheld device. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during the procedure, the healicoil broke when inserted into the bone hole. Bone hole was made using a 3.8 straight owl. All the pieces were successfully removed from patient. The procedure was successfully completed with a 10 minutes delay using a back-up device. No patient injury or other complications were reported.